Event description:
Caller reported ongoing intermittent occlusion alarms resulting in the customer's blood glucose levels displaying as "high" with no specific value. To address the high blood glucose, the customer administered a a manual correction injection. The customer changed the infusion set and cartridge and resumed insulin therapy.